Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluoroscopy imaging revealed that the left ventricular lead had become dislodged. The lead was explanted and replaced. The patient was stable post procedure.